Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, the user reported being unable to unlock the ilet despite other buttons functioning. The agent had the user remove the factory screen protector and attempt again, but the issue persisted. The agent then guided the user through remotely restarting the ilet via the app, which resolved the problem. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.